Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that that the up arrow keypad button was intermittently responsive and required multiple button presses and more force in order to elicit a response. All of the other keypad buttons were found to spring back and click back normally. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter stated the keypad buttons started sticking two to three weeks ago and was progressively getting worse. She stated that several button presses and more force were required in order to get a response. The keypad was reportedly intact. It was indicated that the patient wore the pump in a pump skin, in a pocket and did not clean the pump.